Event description:
It is reported that the devices were implanted in 2002. The devices were revised in 2003, due to fracture of stem at the junction with the body.

Manufacturer narrative:
Evaluation summary: probable cause is unknown. Evaluation: no devices or x-rays were returned for evaluation. Device history records are intact, conforming and indicate manufacture to specification.